Manufacturer narrative:
A2: mean age. A3: majority gender. B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, causes for the reported death, heart failure, and tricuspid regurgitation could not be determined. The reported patient effects of death, tr, and heart failure as listed in the triclip instructions for use are known possible complications associated with triclip procedures. The reported hospitalizations were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title "residual tricuspid regurgitation after tricuspid transcatheter edge-to-edge repair: insights into the eurotr registry"

Event description:
The article "residual tricuspid regurgitation after tricuspid transcatheter edge-to-edge repair: insights into the eurotr registry" was reviewed. The article presented a retrospective multi-center study on the prognostic impact of residual tricuspid regurgitation (tr) after tricuspid transcatheter edge-to-edge repair (t-teer). The aim of this analysis was to evaluate 2-year survival and symptomatic outcomes of patients in relation to residual tr after t-teer, using the european registry of transcatheter repair for tricuspid regurgitation (eurotr registry). Devices mentioned include the mitraclip and triclip. The article concluded that t-teer effectively reduced tr severity in the majority of patients. While residual tr greater or equal to 3+ was associated with worse outcomes, no differences were observed for residual tr 1+ versus 2+. Symptomatic improvement correlated with the degree of tr reduction. The primary author is lukas stolz, medizinische klinik und poliklinik I, lmu klinikum, lmu münchen, munich, germany. The corresponding author is: jörg hausleiter, marchioninistr. 15, d-81377 münchen, germany. Tel: +49 89 440072361, fax: +49 89 440078870, email: joerg.hausleiter@med.uni-muenchen.de. The time frame of the study was taken from the eurotr registry, including patients who underwent t-teer for symptomatic tr from 2016 to 2022. A total of 1286 patients were included in this study, majority of which received an abbott device. The average age of the patients enrolled was 78. The majority gender was female. As this is from a literature review, patient weight was not provided. Comorbidities included: degenerative tricuspid regurgitation, functional tricuspid regurgitation, mixed tricuspid regurgitation, arterial hypertension, dyslipidemia, peripheral oedema, ascites, jugular vein distension, prior myocardial infarction (mi), chronic obstructive pulmonary disease (copd), diabetes mellitus, prior stroke, tv lead, and coronary artery disease. Complications included all-cause mortality, tricuspid regurgitation, severe heart failure symptoms, and heart failure hospitalizations.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report. A2: mean age. A3: majority gender. B2: date of death was estimated. B3: date of event was estimated. D4: the UDI is unknown as the part and lot numbers were not provided d6a: date of implant was estimated.. Literature attachment: article title "residual tricuspid regurgitation after tricuspid transcatheter edge-to-edge repair: insights into the eurotr registry".